Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient was going to have his device taken out on (B)(6) 2014 because the stem was (profanity). No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was a trial patient and the trial stimulator hadn't worked. The patient's healthcare provider (hcp) wasn't pleased as the hcp had thought that one of the lead wires had been placed laterally and was the reason that the stimulator didn't work. The patient had had his leg cut off and had a rod from his hip to his knee. When the patient would turn the stimulator on the patient felt as if he was being shocked at the location of the rod. The patient was going to see the hcp on the (B)(6) 2014. The patient had had the trial leads removed and the patient was "all good."